Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing approximately 60 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of leak. A leak test was performed by filling the reservoir with green-colored water and monitoring the device for 24 hours. After the leak monitoring period, no evidence of leak was observed from the sample. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because, it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). No root cause was identified, as no evidence of product malfunction was observed.